Event description:
The customer reported via phone call that she had a blood glucose of 498 mg/dl on saturday, (B)(6). Customer noticed that she had a bent cannula when she changed the set out. Customer was still going through adjustments and stated that her blood glucose was running over 200 mg/dl and up to 263 mg/dl. Customer refused to be transferred to the helpline. Customer stated that she has an appointment with the trainer who is going over setting adjustments today.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.